Event description:
Boston scientific received information that this device was interrogated and displayed a shorted shock lead fault of the right ventricular (rv) defibrillation lead. Rv sensing has diminished from the 18.0-20.0 mv range to 2.5 mv. The recorded rv pacing impedance measurement was less than 200 ohms associated with a shock lead integrity test (slit) recording in the 40-80 ohm range. The patient had received five inappropriate shocks resulting in therapy exhaustion due to atrial fibrillation (af) with rapid ventricular responses (rvr). There were no adverse events associated with therapy delivery. The recorded shock impedance following therapy delivery was less than 20 ohms. At the time of the device check, the local representative confirmed that there was no capture. Technical services discussed immediate device replacement and vigorous testing of the lead at the time of the procedure. Subsequently, boston scientific received another call from the local representative to report that the patient has been scheduled for an invasive procedure to assess both the device and rv defibrillation lead. Technical services discussed the possibility of both a device and lead issue. Technical services was informed that the rv pacing output was increased and capture was confirmed. No electrogram noise was observed. Technical services re-iterated that both the rv pace -sense and shock conductors show issues. Boston scientific received information that the chronic device was replaced due to patient condition and the chronic rv defibrillation lead was surgically capped and replaced due to product performance issue.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.